Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture (loc) post initial implant procedure. The physician planned to reposition the lead however, during the procedure, the pacemaker (pm) set screw failed to loosen due to being stripped. Instead, the physician explanted and replaced the rv lead and pm. The patient condition was stable.

Manufacturer narrative:
The reported event of unable to loosen the v-setscrew to remove the ventricular lead was confirmed. Analysis revealed the v-setscrew had been overtightened or over-torqued by the user/physician at the time of the implant procedure. At explant the physician was unable to untighten the setscrew due to it being over-torqued. This is considered a user related anomaly.